Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of patient harm or injury additional information was received and b5 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to having flakes/particles down the throat, waking up sucking air. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 has been updated to reflect the earlier bad section h6 was updated with the corrected type of investigation, investigation findings and investigation conclusions to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.